Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("cramping") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (underwent supracervical hysterectomy with bilateral salpingectomies). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: coils were properly placed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), genital haemorrhage ('heavy bleeding'), uterine cancer ('tumor / teratoma / cancer type: uterine cancer') and polycystic ovaries ('cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression and overweight. Family history included ovarian cancer. Concomitant products included bifidobacterium lactis (probiotic) since 2010, estrogens conjugated (premarin) since 2017 and medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced abdominal pain upper ("stomach pain"), arthralgia ("knees pain") and neck pain ("neck pain"). In (B)(6) 2010, the patient experienced fatigue ("other injuries/symptoms: fatigue\extremely tired") and alopecia ("other injuries/symptoms: hair loss"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced functional gastrointestinal disorder ("colon issues"), irritability ("irritable"), libido decreased ("sex drive has decreased tremendously") and polyp ("polyps"). In (B)(6) 2011, the patient experienced anxiety ("anxiety increase"), agoraphobia ("possible agoraphobia") and depression ("depression"). On an unknown date, the patient was found to have uterine cancer (seriousness criterion medically significant) and weight increased ("other injuries/symptoms: weight gain") and experienced polycystic ovaries (seriousness criterion medically significant), abdominal pain lower ("cramping"), urinary tract infection ("bladder/urinary problems: uti"), dysuria ("dysuria"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia"). The patient was treated with alprazolam (xanax), antibiotics, paracetamol (tylenol) and surgery (cancer removed, oophorectomy(bilateral removal of ovaries) and underwent supracervical hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, menorrhagia, vaginal haemorrhage and female sexual dysfunction had resolved and the uterine cancer, polycystic ovaries, abdominal pain lower, anxiety, urinary tract infection, fatigue, functional gastrointestinal disorder, alopecia, irritability, weight increased, libido decreased, dysuria, agoraphobia, tooth disorder, dysmenorrhoea, vaginal discharge, polyp, abdominal pain upper, arthralgia, neck pain and depression outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, agoraphobia, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, functional gastrointestinal disorder, genital haemorrhage, irritability, libido decreased, menorrhagia, neck pain, pelvic pain, polycystic ovaries, polyp, tooth disorder, urinary tract infection, uterine cancer, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2010, (B)(6) 2010. Patient received treatment for dyspareunia (painful sexual intercourse), psych injury uti, fatigue, gi conditions, hair loss, hormonal changes, weight gain, cancer. Current weight 222 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - in 2010: results: coils were properly placed. Ultrasound scan vagina - in (B)(6) 2010: total bilateral occlusion. Everything was in place. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: endometriosis, pelvic pain. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: new events- extremely tired constant, sex drive has decreased tremendously, abnormal bleeding (vaginal), dysuria, possible agoraphobia, depression, dental problems, dysmenorrhea, stomach pain, knees pain, neck pain, apareunia, vaginal discharge, colon issues, cysts were added & few events was updated from hormonal changes to irritable, dysuria, psych injury to anxiety, cancer to uterine cancer, gi conditions to polyps. Outcomes were added. Concomitant & treatment drugs were added. Lab test was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), genital haemorrhage ('heavy bleeding') and neoplasm malignant ('other injuries/symptoms cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient was found to have neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain") and experienced abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("gi conditions") and alopecia ("other injuries/symptoms: hair loss"). The patient was treated with surgery (underwent supracervical hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and menorrhagia had resolved and the neoplasm malignant, abdominal pain lower, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, neoplasm malignant, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2010, (B)(6) 2010. Patient received treatment for dyspareunia (painful sexual intercourse), psych injury uti, fatigue, gi conditions, hair loss, hormonal changes, weight gain, cancer. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: results: coils were properly placed. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received reporter information was added. New events menorrhagia (heavy menstrual bleeding), psych injury uti, fatigue, gi conditions, hair loss, hormonal changes, weight gain, cancer. Event outcome added dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.